Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have an input disk broken and another one cracked. Input disk #6 was found completely detached from the base of the housing. Hairline cracks were found on grip input shafts. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product noting the curved bipolar dissector instrument's non-intuitive motion, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued requesting to have the intuitive surgical, inc. (Isi) device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the curved bipolar dissector moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved bipolar dissector instrument had non-intuitive motion. The procedure was completed with no patient injury reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the jaws of the curved bipolar dissector moved in an uncontrolled way. The procedure was completed as planned with a back-up instrument, with no patient harm, and with a delay of less than 15 minutes.